Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) -year-old female patient underwent a bilateral breast augmentation revision procedure with unspecified mentor saline breast prostheses that both deflated after implantation. In addition, patient reported swollen lymph nodes and that she is experiencing a lot of pain. Bilateral replacement is planned, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.